Event description:
The pigtail catheters were torn at the tip. The problem was identified prior to use in the pt; it was indicated that the customer opened the unused catheters and noticed the torn tip. The tear seemed to be between the hole at the end and the side hole next to it.

Manufacturer narrative:
Please note that this event includes two catheters reported under the same catalog number and lot number "unk" and, therefore, reported under this report. The product is available for evaluation; however, as of to date it has not been returned. Add'l info has been requested and will be submitted within 30 days upon receipt.